Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the onetouch veriopro meter was giving the error 2 error message. On (B)(6) 2014, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2014, at 4:00 pm, the patient obtained the error message error 2 on the reported meter; she was unable to obtain a blood glucose reading. Earlier on that day, the patient had been able to successfully test her blood glucose level with the reported meter and obtained the reading of 14.7 mmol/l. The patient manages her diabetes with the oral medication metformin 500 mg. On may 26, 2014, at 12:00 pm, the patient experienced the symptoms of shaking, nausea, tiredness and dizziness. The patient attempted to test her blood glucose level with the reported meter while symptomatic, but did not obtain a reading. The patient administered self-treatment by consuming food and soda; she did not seek any emergency medical attention. The patient¿s expected blood glucose level ranges from 8.7 mmol/l to 9.4 mmol/l and she tests eight times per day. Troubleshooting revealed the patient¿s test strips and testing technique were correct, and there had been no misuse of the product. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.